Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 68 (trace pointers are invalid) during rewind and also reported frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the frozen display did not occur after installing a new battery and found that here was no response from the buttons and the customer was unable to clear the alarm. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test. However, intermittent button response noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 68 alarm noted during testing. No alarms or alerts noted during testing; however, in the pump history found: pump error 68 alarm on [(B)(6) 2025 at 18:48:36.000]. Pump was cut open to perform visual inspection and found cracked keypad dome (center and bottom button location). 0.0 can be seen when programing a basal. The sc1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked belt clip rails, and cracked keypad overlay. Alleged pump error 68 alarms not confirmed. Alleged frozen screen was not observed during testing. Frozen screen not confirmed. Keypad unresponsive was confirmed during analysis and was due to cracked keypad dome (center and bottom button locations). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.